Event description:
It was reported patient was admitted to the hospital due to thoracic pain and a perforation in the right ventricle was confirmed. It was also reported that the ventricular lead showed high thresholds. The patient underwent surgical intervention and the system remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.